Event description:
The customer reported that the AED's battery is depleted but hasn't reached the expiry date yet. The customer did not report that this event occurred during patient use.

Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. The review identified that the AED is functioning as designed and can stay in service. Should additional information become available a follow-up MDR shall be submitted. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.